Manufacturer narrative:
Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The biomed was able to bend the gas outlet bracket back to the proper shape and after reassembly, the gas outlet port is no longer loose which resolved the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit's gas port is very loose. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated gas outlet port was very loose and grounding test at outlet does not pass. The rse advised the customer that bracket on outlet port can be slightly bent to tighten outlet or replace bracket if needed, also may need to replace entire front panel if problem persists. The rse advised the customer to press hard on analyzer probe at outlet to get good ground reading, the customer stated grounding was passing where ground wire connects to outlet. The rse provided part and price. Further information is pending.